Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose insulin pump received motor error and drive cap anomaly. The customer¿s blood glucose level was 421 mg/dl. The customer reported that they received a motor error alarm and no delivery alarm. The customer reported that the drive support cap was loose. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. No motor error alarm and no delivery alarm noted. Motor passed motor test. No loose drive support cap noted during visual inspection. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.